Event description:
An analysis was performed on the returned tablet and the reported allegation was verified. During the analysis, it was identified that the usb port was damaged. As a result, the tablet was unable to establish communication. No further anomalies were identified.

Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported that the physician's tablet had a broken usb port and serial cables would subsequently not fit. The prongs in the usb port were visibly damaged and bent. The company representative did not know how it got damaged. No patients were affected. A replacement tablet was provided. The tablet was received by the manufacturer for analysis. However, analysis has not been completed to date.